Event description:
The device was used during a vats procedure. Reportedly, the instrument would not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.